Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that prior to procedure when removing the coil (subject device) from the hoop, it was noticed that the delivery wire of the coil was broken. There was no patient involvement.